Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inadequate capture on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient was in unknown condition.